Event description:
It was reported the customer received several motor error alarms on their insulin pump. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.